Event description:
When the on/stdy button is pushed down in order to turn it on, the ventilator is not turned on but it displays all leds intermittently and the alarm sounds continuously. After about 10 secs, all leds stop to display and alarm sounds continuously. At this point, the alarm stops to sound when the 'silence' key was pushed down.